Event description:
It was reported that a malfunction alarm occurred resulting in a blood glucose (bg) level of 28 mmol/l and a trip to the emergency room (ER). Customer received insulin in the ER which successfully resolved the issue. Customer was released from the ER the same day and continued to use the pump for insulin therapy.